Event description:
Pt reports the pump for hyqvia malfunctioned & is not working causing med to be wasted. Pt reports they administered hyqvia, primed line & started program but pump is not actively pumping fluid from the vial. Pt reports it is not making normal pump noises & the volume in the vial is not changing. Pt has been using hyqvia for 7 years & is skilled with using the pump. Rph had pt shut pump off & restart it, as well as change tubing. It primed again & the program was running but the pump was not actively pumping liquid. Rph was unable to troubleshoot issue. Rph advised it may be an issue with the internal lithium ion battery or another mechanical issue so the pharmacy will have to replace the pump as well as replace the hyqvia. Pt was not able to receive their infusion & has no other doses on hand. It is unknown if pt experienced any adverse events. Pump is available for return. Pump serial number is unknown. No further info, details, or dates available. Hyqvia kit dosing and frequency: administer hyaluronidase then infuse under the skin hyqvia 40gm (400ml) every 4 weeks. Hyqvia indication: other common variable immunodeficiencies; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; nonfamilial hypogammaglobulinemia.